Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate therapy. It was also reported that the patients ipg was not able to connect to a charger. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate therapy. It was also reported that the patients ipg was not able to connect to a charger. The patient underwent an ipg replacement procedure. Additional information was received that the physician believed that patients ipg was defective due to weight gain. The patient was doing well post-operatively and the explanted ipg was not returned.